Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was reported as unknown. The patient was implanted with a complete implantable pulse generator (ipg) system approximately three weeks prior to death. Additional information related to the cause of death was requested and is not available. The patient is a participant in the post approval clinical surveillance product surveillance registry.